Event description:
It was reported the pt had excessive movement which caused a fracture of the lead. All impedance readings were >2000 ohms and current readings range from <7-10. The damaged lead was removed and replaced with a new lead connecting to the existing extension. Impedance checks following the replacement were all within normal range.